Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer was treated by their spouse with an expired insulin pen before paramedics were called. The customer was at 120 mg/dl at the time of the call. The customer experienced symptoms such as being unresponsive, vomiting, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was reluctant. The customer had performed a set change before the incident but nothing had gone wrong. The insulin pump will not be returned for analysis.